Event description:
The family member called to report that the patient used the device to check their blood glucose and obtained a result of 211 mg/dl. Shortly after patient began to feel bad. Family member called an ambulance and when the emts arrived they checked their glucose and the level was 43 mg/dl. Patient was treated for hypoglycemia. Controls were not used. The device was replaced and requested to be returned for evaluation.